Event description:
The facility reports a pump that turns itself off, found during patient use with no patient injury or medical intervention needed. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device, patient demographics, or medication being infused. No additional contact information was provided. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.